Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00428. It was reported that patient experienced ineffective therapy. Diagnosis revealed that right l1 lead is displaced and the left l1 shows impedance on all contacts. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in the leads were explanted and replaced restoring effective therapy.